Manufacturer narrative:
According to the customer, within the last week the nebulizer turns on but "stopped misting". The customer reported over the last few months the nebulizer has "gotten louder". The customer reported they changed "all the filters and tubing", but the issue did not resolve. The customer reported he has missed his "treatments of ipratropium-bromide and albuterol" due to the reported issue. The customer reported without his medications he has experienced an "increase in coughing and shortness of breath". The customer reported he has used his "inhalers" to reduce the reported respiratory symptoms. The customer did not report any serious injury, medical intervention, or follow up care related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, within the last week the nebulizer turns on but "stopped misting".